Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for poor barrier separation was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while processing bd vacutainer® cpt¿ cell preparation tube with sodium heparin tubes, there was a problem with half of the tube's red cells would not pass through the gel. There was no report of exposure, serious injury or medical intervention.